Event description:
It was reported that the product comes up with system error; base hardware failure then a battery is depleted error was observed. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). UDI is unknown. A corrective and preventative action has been opened to address the reported issue. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Functional and visual testing were performed. Both seals were intact. The investigation found the device in excellent condition. The pump event history showed a base hardware failure and battery communication timeout errors in the error history log (ehl). The evaluation was performed, and the reported issues was duplicated, during power up process. The interconnect board does not operate as intended which also is causing the battery communication timeout error. The root cause of the reported issue was unable to be determined, no physical or any other damage was found on interconnect board. No repairs were completed by the technician.